Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an unspecified procedure type with saline mentor smooth round spectrum breast implants, one 275cc and one 225cc, and experienced bilateral deflation. Deflation was confirmed by MRI. As a result, the patient underwent bilateral removal on (B)(6) 2018. This report is for the 225cc device.

Manufacturer narrative:
On 10/18/2018, the mentor failure analysis lab received the device for evaluation. Additional information received on 10/18/2018 indicated the replacement devices were a saline mentor smooth round high profile 290cc breast implant, catalog number 3503290, serial number (B)(4), lot number 7595674 (r) and a saline mentor smooth round high profile 310cc breast implant, catalog number 3503310, serial number (B)(4), lot number 7581765 (l). Device evaluation summary: upon receipt by mentor, the device contained no fluid. White and red material were observed within the device. White material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a crease on the anterior view that extended to the posterior view. A line of shell abrasion was also observed within the crease on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures, and one leak was found in the shell abrasion. The leak was caused by a rent measuring less than 0.1 cm in length. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent, crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and red material observed. There is no evidence that the issue is related with manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).